Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The investigation found defective nozzle unit in the gas modules. The problem was solved by replacing the nozzle units. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Provided ventilator logs confirms the reported failed pressure transducer test during pre-use check. There are no technical error codes in the logs to indicate any ventilator malfunction. The replaced nozzle units were discarded so they could not be returned for investigation. Therefore, the root cause of the reported problem could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).